Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including clear passage and pressure testing were performed, and the device performed according to product specification. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity clearlink solution sets would not prime. The event "would occur after the chamber was filled". It was reported the user was "unable to prime past the chamber that you squeeze". The issue occurred during prime; therefore, there was no patient involvement. No additional information is available.